Event description:
Siemens was notified on (B)(4) 2012 that the customer experienced an unexpected table movement, and that the table had automatically driven in toward the gantry in the longitudinal dimension. Reportedly, the customer stated, "the clinical result of this is that the couch moved in towards the gantry 50 cm, and instead of treating their intended site (head and neck), they delivered 155 cgy to the pt's small intestine." There is no info as to the pt's status provided.

Manufacturer narrative:
Siemens became aware of the reported incident on (B)(4) 2012. Siemens investigation into the reported incident reveals that siemens linac and rtt systems works as specified. However, investigation of dmip log (B)(6) 2012, for the pt also reveals that the treatment beams that were selected in auto sequence have different planned table values. These different table values in the treatment plan caused the unexpected table movement. The use manual contains a warning about overriding out-of-tolerance parameters and asks the user to always monitor the delivery of a fraction group that contains more than one beam carefully. The table position is displayed at the user interface. It is highlighted in yellow before and during the table movement until it has reached its target position. Thus, the user is able to recognize unintended table movements in advance, even if these are small. There are buttons installed for emergency power off, which may be used to stop treatment and all movement. The customer purchased the mosaiq system for a third party vendor that provided mosaiq training on couch values to radiation therapists and dosimetrists at the customer site.